Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink/interlink solution sets presented leaks due to cracked drip chambers and clamps that would not shot off. These issues were identified right out of the case. There was no patient involvement. No additional information is available.